Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Although requested by tandem technical support, the customer declined to upload the pump data logs for a log review to be performed for the reported issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed as the user did not enter any bg values into the pump and continuous glucose monitor (cgm) was not in use. All boluses requested by the user were manually entered without entering current bg or carbohydrate gram values. Cartridge change sequence was completed on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board and not entering current bg level could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.